Event description:
The device was used during a laparoscopic nephropexy. Reportedly, the needle broke and disengaged into the pt. The surgeon was unable to retrieve the component. The hosp has reported no pt injury occurred.